Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial#: (B)(4), product type: lead; product ID: 3776-60, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3776-60, serial/lot #: (B)(4), ubd: 15-apr-2012, UDI#: (B)(4); product ID: 3776-60, serial/lot #: (B)(4), ubd: 15-apr-2012, UDI#: (B)(4). . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a change in therapy; stating that the stimulation on the left side feels like it stops/starts and feels like it is jumping up and down. Agent asked caller if there was anything that they could think of that may have caused this change and caller stated they slipped and fell coming out of the shower on their backside at the end of january and this issue started shortly after. The patient was redirected to their healthcare provider to further address the issue.  Caller provided more details stating they think they broke their lead picking up a half gallon of milk and they felt it snap and their legs rattled. Caller stated they thought it was a short. Redirected caller: patient's hcp